Event description:
It was reported there was a load button failure device error. There was no report of patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that after another operational check the system passed the test. It is believed this was caused by user error when performing operation checks. The device remains at the customer site and no further evaluation is warranted at this time.